Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-08719. It was reported that the pt had ineffective pain coverage in the leg and experienced stomach stimulation. The lead was removed and replaced by a new lead. During the procedure, the physician noticed fluid in the ipg header. The ipg was explanted and replaced with a new device. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.